Event description:
This ra lead was implanted on (B)(6) 1999. Form with a procedure date of (B)(6) 2011 states that the chronic ra lead has high thresholds but senses well. Was to be replaced but physician was unable to gain vascular access due to occlusion. Physician elected to use chronic lead for sensing only. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).